Manufacturer narrative:
(B)(4).

Event description:
The complaint states that transmitter stopped working was reported. Data was evaluated and the allegation was confirmed. The probable cause was determined to be a low transmitter battery that led to a transmitter failure. No injury or medical intervention was reported.